Event description:
Patient grounded and connected to valleylab force triad machine (B)(4), monopolar and bipolar cautery connected per routine. Approximately 40 minutes after start of surgery, machine sounded and error code e300 bcr_normal-state h9.7 l509 presented on screen. Machine rebooted. Monopolar cautery changed to separate machine. Bipolar remained on (B)(4). Bipolar used several more times. Second of the same error code sounded 10 minutes later. Machine taken out of service. Slm notified. No harm to patient noted at this time.